Manufacturer narrative:
The reported event occurred on a cobas e 411 analyzer (serial number: (B)(6) the investigation determined that the elecsys hiv combi pt assay performed within specifications. A review of calibration data revealed that the last valid calibration for the reagent lot was performed on 01-mar-2023, which exceeded the recommended calibration frequency. Additionally, the customer did not perform daily quality control for the assay. Patient sample material was not available for further investigation. The root cause was attributed to the possibility of false reactive results, which can occur with this assay. The customer was advised to perform a new calibration and to run daily quality control checks.

Event description:
The initial reporter alleged discrepant reactive results for one patient sample tested with the hiv combi pt elecsys cobas e 100 v2 assay on the cobas e 411 disk cu analyzer. The initial test conducted on (B)(6) 2023 yielded a result of 48.41 coi (reactive), which was repeatedly reactive. A subsequent test conducted on (B)(6) 2023 yielded a result of 49.53 coi (reactive). The sample was sent to the national reference laboratory for confirmation testing. Testing using the enzyme-linked immunosorbent assay (elisa) method for hiv 1/2 and p24 antigen resulted negative. Testing using the western blot method for hiv 1/2 also resulted negative. Polymerase chain reaction (pcr) testing was not performed.